Event description:
Customer reported via phone, the customer was attempting to bolus but she was unable get any insulin due the set being crocked. When she rewound the device it made a grinding noise. Customer's blood glucose was 345 mg/dl, she had recently had dinner, treated with manual injections. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced due to continues grinding noises. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no unexpected rewind anomaly noted. No unexpected motor grinding noise during testing noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.